Event description:
It was reported that an arteriotomy closure of the mildly tortuous right femoral artery was attempted using a starclose se after a percutaneous coronary intervention (pci) procedure. Reportedly, the starclose se clip was deployed; however, remained expanded but still on the deployment system. The patient developed a 10 cm hematoma, treated with manual compression. Manual arterial compression was applied for 30 minutes to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Inspection of the returned device indicated that the thumb advancer stroke and sheath splitting were complete, but the clip-firing mechanism was not activated to fire the clip off the delivery tubeset; therefore, the reported information that the clip was deployed but remained expanded on the deployment system could not be confirmed. Based on visual and functional analysis of the returned device, the probable cause for not activating the clip-firing mechanism to fire the clip off the delivery tubeset is incorrect deployment technique. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.